Event description:
It was reported that noise resulting in oversensing and automatic mode switch was observed on the atrial lead. No intervention was performed, the lead remains implanted. The patient was stable.